Event description:
It was reported that the patient had a pump removed (B)(6) 2012 due to a staphylococcus infection. No further information was provided on the event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056649r, implanted: (B)(6) 2001. Product type: catheter. (B)(4).